Manufacturer narrative:
(B)(6). Date sent: 10/17/2017 d4: batch # p5710d device analysis: the analysis found that one pcee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 1/18/2024. This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #1. G6: follow up report.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify what was meant by, ¿some of the staples did not seat properly¿? What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Were there staples missing from the staple line?

Event description:
It was reported that during a right lower lobectomy, on the 4th or 5th firing with an unknown green reload the device was fired across the bronchus, which had been completely dissected free. Some of the staples did not seat properly. It is unknown what the staple line looked like specifically, but the surgeon did have to over-sew the bronchial stump to seal the bronchus. The knife return was not as fast and smooth as usual and the device was difficult to open, but the jaws did release. It is unknown how, but the brochial stump was closed. There were no patient consequences reported.